Manufacturer narrative:
Citation: domoto et al. Utility of the minimum-incision trans-subclavian approach for transcatheter aortic valve replacement on clinical outcomes in patients with small vessel anatomy. J cardiol. 2021 jul;78(1):31-36. Doi: 10.1016/j.jjcc.2021.01.018. Epub 2021 feb 23. Earliest date of publish used for date of event. Medtronic products referenced: evolut r and evolut pro. Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical outcomes for minimum-incision trans-subclavian approach for transcatheter aortic valve replacement (tavr) in patients with small vessel anatomy. All data were collected from a single japanese center between january 2017 and september 2020. The initial study population included 307 patients. Of those, 113 patients were implanted with medtronic evolut r (n = 56) or evolut pro (n = 25) bioprosthetic valve. No unique device identifiers were provided. After exclusion of 11 patients, the final study population was comprised of 102 patients (predominantly female, mean age 84 years) who underwent transfemoral (n = 81) or minimum-incision trans-subclavian (n= 21) tavr. Among all evolut r and evolut pro patients, one in-hospital death occurred. No further details were provided on this death. Based on the available information the death was not directly attributed to medtronic product. Among all evolut r and evolut pro patients, adverse events included: myocardial infarction, vascular complication, permanent pacemaker implant, symptomatic stroke, acute kidney injury. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.